Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. 1. In the event description it states that ¿ no damage was done and no further treatment was needed, and there was no delay in the surgery¿ and there were no patient consequences. Can you clarify ¿was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --yes¿? There was no further action or intervention needed.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the event description it states that ¿no damage was done and no further treatment was needed, and there was no delay in the surgery¿ and there were no patient consequences. Can you clarify ¿was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --yes¿?

Event description:
It was reported that a patient underwent an abdominoplasty/tummy tuck surgery on (B)(6) 2020 and the suture was used. During the suturing of the rectus muscle, the needle on the suture was broken. It was also reported that the broken needle hit the surgeon¿s assistance face mask. There was no damage done and no further treatment was needed, and there was no delay in the surgery. Another like suture was used to complete the procedure. The surgery was completed successfully. There were no adverse patient consequences reported.